Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 20 mg/ml at a dose rate of 3 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had swelling at the pocket location. The event occurred during normal use. Pocket exploration occurred and identified the issue. The pump segment was found to be severed from the spinal segment within the pocket. The catheter was repaired, and the issue was resolved. The catheter was partially explanted. The pump segment was replaced, and the entire catheter was aspirated of drug. The catheter was re-primed in its entirety. The patient denied withdrawal symptoms. Therapy was to continue at a 75% reduction in daily dose. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted they were not aware of anything. The patient was without injury regarding their status at the time of the report. The catheter was to be returned to the manufacturer. Other medications (oral, etc.) The patient was receiving at the time of the report was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but were unknown / would not be made available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the catheter on 2018-(B)(6) revealed a broken catheter body. If information is provided in the future, a supplemental report will be issued.